Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidsis. No blood glucose levels were reported. The customer was experiencing high blood glucose levels at work prior to being hospitalized. Troubleshooting was performed and the insulin pump passed the prime test, but failed the high pressure test. The hosp did not have another infusion set available to run the high pressure test again.